Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose readings, blank display and missing segments from the insulin pump. The customer's blood glucose reading was 500 mg/dl. The customer stated that she has been sick and had high readings for the past few days. The customer treated with a bolus from the pump. The customer stated that she walked across some sprinklers and the pump may have gotten wet. The customer also mentioned that the pump was flashing on and off. The customer was assisted with performing the self-test and it passed. The customer declined to troubleshoot for high readings.

Manufacturer narrative:
The pump powered up properly and no blank, partial, or flashing display was noted. The pump was received with normal operating currents and passed the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No unexpected blank display, flashing on/off display, or shutting off occurred during testing. No moisture damage was found on the electronics, motor, battery tube, vibrator or keypad assembly and no damage was found on the lcd isolation tape during visual inspection. No cosmetic damage was noted during physical inspection.